Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: a product investigation was conducted. Visual inspection: the complaint device shaft for 90 screwdriver was returned to cq west chester for investigation. The returned device had the gear cover missing while the rest parts were returned for investigation. The shaft can be removed from the shaft cover and put back without any issues. The gear keeps falling out as the gear cover was missing. The device shows wear consistent with device usage such as nicks at the coupling tabs in the shaft, plastic covering on the gear was stripped. No issues relating to the alleged broken condition was observed. Document inspection: based on the date of manufacture, the current and manufactured version of the drawing were reviewed. Document/specification review: this review was irrelevant to the post manufacturing damage on the coupling tabs and gears, hence a dimensional inspection was not completed. Complaint condition: the complaint condition of broken could not be confirmed as no defects relating to device breakage was observed. Conclusion: the returned shaft complete for 90 degree screwdriver had few visual defects that are consistent with regular usage of the device. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 03.505.003 synthes lot # 8176222. Supplier lot # 8176222. Release to warehouse date: 11 jun 2018 . Supplier: synthes gmbh no ncr's have been generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the shaft for 90 degree screwdriver was broken. The issue was discovered during the restocking of the set. There was no patient involvement. This report is for one (1) shaft for 90° screwdriver. This is report 1 of 1 for (B)(4).